Event description:
The device was used during a colo-rectal procedure. Reportedly, the anvil disengaged. The surgeon pushed the anvil through the colon to recover it and performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.